Event description:
It was reported that during a laparoscopic gastric bypass procedure, both devices were leaking from the seal cap. Needle drivers were inserted in the trocars. The surgeon took steri striped to hold the trocars together. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.